Event description:
Patient experienced post operative failure with s&n endobutton. No other information is available at this time.

Manufacturer narrative:
Device is not being returned for evaluation.